Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for about 1 minute, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for about 1 minute, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition.